Event description:
It was reported that this brady lead was explanted due to unknown cause. This brady lead was replaced with a different model. No additional adverse patient effects were reported.

Event description:
It was reported that this brady lead was explanted due to unknown cause. This brady lead was replaced with a different model. No additional adverse patient effects were reported. Additional information indicated this brady lead was explanted due to anomaly on threshold and morphology.